Manufacturer narrative:
Concomitant medical products: dtmc1d1 ICD, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and spiked superior vena cava (svc) impedance, oversensing, noise, non-sustained ventricular tachycardia episodes, probable fracture and high and undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.